Event description:
It was reported that during preparation for a percutaneous coronary interventional procedure, an open device package was discovered. When preparation for the procedure was begun, the procedure room nurse opened the box of the 2.5 x 15mm apex monorail balloon catheter and noticed that the sterile pouch the balloon catheter is contained in was opened. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
The device was not returned for analysis, therefore product analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).